Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter-defibrillator (ICD) implantation. Prior to the operation, the ICD was found in backup vvi mode and could not be recovered by the program controller. The operation was cancelled. The patient was stable.

Manufacturer narrative:
The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered backup vvi mode due to a por (power on reset). Bench testing was performed; telemetry, sensing, pacing, pacing lead impedance, high voltage shock and lead impedance, and patient notifier were tested and found to be normal. No device anomaly was found. The reset could not be reproduced in the laboratory, the cause of the backup vvi mode could not be conclusively determined.